Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed indicated that the measurements of his sensor are not good. The rse recommends replacing the sensor. The biomed was provided a quote for a service exchange to replace the part. Based on the information available and the testing conducted, the cause of the reported problem was a faulty ultrasound (us) transducer. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the sensor malfunction resulting in invalid measurements. It is unknown if the device was in clinical use at time of event, no patient or user harm was reported.